Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 excessive no delivery tests. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.